Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failed/difficult inflation was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the moderately calcified, non-tortuous, right anterior tibial artery, pre-dilatation was performed using an unspecified balloon at unspecified atmospheres. The 2.5x38 rx xience prime stent delivery system was advanced to the target site without resistance. An attempt was made to deploy the stent; however, the balloon completely failed to inflate. The stent system was removed from the anatomy without resistance. The device was inspected outside of the anatomy and there was no obvious anomaly noted. A new same device was used successfully to treat the target lesion. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.